Event description:
The biomedical technician reported that the ventilator alarmed and shut down in use on a patient. The hospital reported there was no patient harm. The bio-med stated that the unit was running on battery power until it depleted and shut down. The bio-med stated that he charged the battery and the unit is ok. The bio-med performed applicable final testing and the unit passed to specifications. No part was replaced. This event is also being reported as a user error due to failure to maintain the battery as specified. Per the device user manual, the battery is intended for short-term use only, not as a primary source. The user must pay close attention to the battery's charge level.